Manufacturer narrative:
The investigation is still ongoing. The results will be provided within a follow-up report.

Event description:
It was reported that during manual ventilation with 100% o2 and 6 l/min the saturation of the patient decreased. Resuscitation and induction medication was started. During resuscitation, patient's saturation was increasing. No patient injury reported.

Manufacturer narrative:
According to the log file analysis just from the beginning of the case in question there was a notable difference between measured inspiratory and expiratory flow detected indicating a significant leakage in the patient circuit resulting in several minute volume low alarms. The loss of volume resulted in a fresh gas deficit and was accordingly alarmed. In order to ensure ventilation the emergency air inlet was opened several times and was indicated accordingly. Therefore the fio2 decreased from 60% at the beginning to 23% which was alarmed accordingly with fio2 low. Subsequently the user switched to man/spont and standby for some seconds. 2 minutes later the ventilation was continued using pressure support. The fresh gas deficit was still present but the inspo2 increased to around 90%. After some seconds the mode was changed to pressure control and therapy was finished two minutes later by switching mode to standby. Finally on the basis of the log analysis no hint for a malfunction of the device was found. The reported symptom was caused by a significant leakage in the patient circuit resulting in a fresh gas deficit. The device has reacted as specified and has posted the corresponding alarms to inform the user about the situation.

Event description:
Refer to the initial-report.